Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no pump history or black box data from the time of the event due to continued patient use. The pump battery cap was not returned with the pump so a test cap was used for investigation. The current available pump history showed no alarms or errors related to the complaint. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the force sensor was found to be out of calibration.

Event description:
It was reported that the pt was treated at the hosp for elevated blood glucose levels with symptoms of dry mouth and shortness of breath.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. The animas rep advised the pt to speak to a health care professional with regard to blood glucose control. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. No conclusions can be made at this time.